Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient did not have a horizontal aorta. It was reported that there was sufficient calcium to allow anchoring of the device. During the procedure, the starting implant depth at deployment was 5mm. There were no difficulties in deploying the valve, and the valve was never re-sheathed more than two times. The final implant depth at release was 5mm. There was no tension in the delivery system at the time of final deployment. There was no separation issue related between the valve and the delivery system. The valve migrated immediately after being released. It was unknown if the migrated valve blocked a coronary artery, but it was suspected that it did. All three retainer tabs were confirmed via imaging to be released prior to removal of delivery system. The valve was snared. The patient passed away. The cause of death was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating during implant and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was noted that the embolized valve was snared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the patient's death could not be conclusively determined. However, field suspected that the cause of the migration was due to calcium and migrated valve might have blocked coronary artery. From medical review: it is possible that the patient developed acute coronary obstruction, however, without imaging we can not determine with certainty. Please note, per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on 25 september 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient did not have a horizontal aorta. It was reported that there was sufficient calcium to allow anchoring of the device. During the procedure, the starting implant depth at deployment was 5mm. There were no difficulties in deploying the valve, and the valve was never re-sheathed more than two times. The final implant depth at release was 5mm. There was no tension in the delivery system at the time of final deployment. There was no separation issue related between the valve and the delivery system. The valve migrated immediately to a depth of +5mm after being released, and the patient went into cardiac arrest. The decision was made to attempt to snare the migrated device while the patient was given constant cardiac massage or cardiopulmonary resuscitation (CPR) by the nurses. It was unknown if the migrated valve blocked a coronary artery, but it was suspected that it did. All three retainer tabs were confirmed via imaging to be released prior to removal of delivery system. After 15 minutes of CPR and one shock, the patient was declared dead. The cause of device migration and cause of death could not be confirmed, but it was suspected that the cause of the migration was due to calcium.